Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was unavailable.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited noise oversensing that led to automatic mode switch episodes and a noise reversion episode. No intervention was performed and the lead will be monitored.

Event description:
New information received noted the patient presented for annual routine device check up. Device interrogation revealed the atrial lead continued to exhibit noise. Noise was noted on inappropriate auto mode switch (ams) electrograms. The noise could be reproduced with pocket manipulation. The device was reprogrammed. The patient was asymptomatic before, during and post check and would continue to be monitored.